Event description:
Additional information was received from the patient. It was reported that the old ins quit working; patient did not know what happened with the first ins and that the hcp who implanted the first ins left the practice when it happened; patient couldn't remember what year it was, maybe around 2018, when pt was referred to a neurosurgeon to have a new ins implanted, however the pt got the flu around december of that year and she was trying to have the new ins implanted by the end of the year for insurance purposes, however she couldn't have the procedure due to having the flu. The first ins would work on the right side but wouldn't do anything for her left side; pt states that hcp (surgeon) advised that the leads were placed in the wrong place and were too far up when they were supposed to be further down, so the ins just stopped working on her left side due to the lead placement/leads malfunctioning.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 29-dec-2018, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 29-dec-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that three years after implant, the ins had stopped working, which was explained to mean that the patient could barely feel the stimulation anymore and they were in a lot more pain. The physician told the patient that the leads were placed too high. The ins was replaced in 2019 as a result. No further complications were reported or anticipated.